Event description:
It was reported that the patient with this implantable cardioverter defibrillator received three inappropriate anti-tachycardia pacing and five inappropriate shocks due to what appears an atrial driven arrhythmia. The therapy for the event was exhausted. Boston scientific technical services advised further review from cardiology. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator received three inappropriate anti-tachycardia pacing and five inappropriate shocks due to what appears an atrial driven arrhythmia. The therapy for the event was exhausted. Boston scientific technical services advised further review from cardiology. This device remains in service. No additional adverse patient effects were reported. Additional information was received the patient received six inappropriate shocks and six inappropriate anti-tachycardia pacing due to what appears to be supraventricular tachycardia (svt); the therapy was exhausted for the event. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.